Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / foreign body passing from the endometrium to the myometrium on the left.') And genital haemorrhage ('gen.abnorm.bleed') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. Patient negatives include chest pain, claudication, confusion, diaphoresis, dyspnea, epistaxis, fatigue, headache, hematuria, irregular heartbeat/palpitations, nausea, tinnitus, transient weakness, tremor, visual disturbances and vomiting. Concurrent conditions included obesity, unspecified disorder of knee joint, abdominal pain, hypertension, iron deficiency, hyperlipidemia, diabetes mellitus, ovarian cyst nos, uterine fibroids, adenomyosis, cervicitis and nabothian cyst. Family history included essential hypertension. Concomitant products included hydrochlorothiazide (hctz) since 2014, hydrocodone bitartrate;paracetamol (vicodin) since 2018, meloxicam since 2018, oxycodone hydrochloride;paracetamol (percocet) from 2017 to 2018 and thyroid from 2008 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia"), pelvic pain ("lower pelvic pain/pelvic pain/ chronic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced adnexa uteri pain ("pain fallopian tube areas"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomianl pain"), metrorrhagia ("metrorrhagia"), iron deficiency anaemia ("anemia"), psychological trauma ("psych treatment related to essure"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, migraine, vaginal discharge, weight increased, adnexa uteri pain, psychological trauma, urinary tract infection, fatigue, alopecia, hormone level abnormal and headache outcome was unknown and the genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia and iron deficiency anaemia had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff states that she had a healing sore on her abdomen (not related to the surgery). Received treatment for- pelvic pain female/chronic pain, dysmenorrhea, dyspareunia, abdominal pain, psychological injuries, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Ultrasound abdomen - on (B)(6) 2013: gallbladder appears normal with no stones or abnormal wall thickening. There is a fold in the gallbladder which is likely a normal variant. Common duct normal at 2.5 mm. The right kidney land pancreas and liver demonstrate no ultrasound abnormality. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: newly added events- "abdominal pain, metrorrhagia, genital bleeding, anemia, psychological injuries, uti, vaginal infection, fatigue, hair loss, hormonal imbalance", lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / foreign body passing from the endometrium to the myometrium on the left.') In a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. Patient negatives include chest pain, claudication, confusion, diaphoresis, dyspnea, epistaxis, fatigue, headache, hematuria, irregular heartbeat/palpitations, nausea, tinnitus, transient weakness, tremor, visual disturbances and vomiting. Concurrent conditions included obesity, unspecified disorder of knee joint, abdominal pain, hypertension, iron deficiency, hyperlipidemia, diabetes mellitus, ovarian cyst nos, uterine fibroids, adenomyosis, cervicitis and nabothian cyst. Family history included essential hypertension. Concomitant products included hydrochlorothiazide (hctz) since 2014, hydrocodone bitartrate; paracetamol (vicodin) since 2018, meloxicam since 2018, oxycodone hydrochloride; paracetamol (percocet) from 2017 to 2018 and thyroid from 2008 to 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("lower pelvic pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced adnexa uteri pain ("pain fallopian tube areas"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and adnexa uteri pain outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered adnexa uteri pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff states that she had a healing sore on her abdomen (not related to the surgery). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2013: gallbladder appears normal with no stones or abnormal wall thickening. There is a fold in the gallbladder which is likely a normal variant. Common duct normal at 2.5 mm. The right kidney land pancreas and liver demonstrate no ultrasound abnormality. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and medical record received. Product indication and essure implant date were added. Essure explant date added. Previously reported ¿injury to herself¿ was updated to lower pelvic pain. Events- perforation (uterus), abnormal bleeding (vaginal), menorrhagia, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain and pain fallopian tube areas were added. Reporters, medical history, lab data and concomitant medications were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.